Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review, in house testing, returned sample testing, and labeling review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The review of historical performance of reagent lot 75062be00 was completed and showed normal complaint activity. A device history record review does not identify any non-conformances or deviations associated with the complaint lot numbers. In-house testing of retained reagent kit (lot 75062be00) was performed. All controls met specifications, and no false non-reactive results were obtained, indicating that the lot performed as expected. In addition, the clinical sensitivity of the lot was evaluated and was shown that the sensitivity performance of the complaint lot is not adversely affected. Return sample testing: the return sample testing confirmed the customer observation of non-reactive alinity I anti-hbc ii results and did not identify evidence of early hepatitis b infection (alinity I anti-hbc igm and hbsag next were both non-reactive) or heterophilic antibody interference. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the alinity I anti-hbc ii reagent lot 75062be00 was identified.

Event description:
The customer reported a false nonreactive alinity I anti-hbc ii result on a patient. The following results were provided: two samples from the same patient processed on the alinity on (B)(6) 2025: (B)(6) 2025 sid (B)(6) = 0.63 s/co; atellica platform = > 10 (B)(6) 2025 sid (B)(6) = 0.37 s/co; atellica platform = > 10; liaison platform = 0.458 (<1 is positive) other results provided: hbsag negative result hbeag negative result anti-hbe negative result anti-hbs negative result. No impact to patient management was reported.

Event description:
The customer reported a false nonreactive alinity I anti-hbc ii result on a patient. The following results were provided: two samples from the same patient processed on the alinity on (B)(6) 2025: on(B)(6) 2025 sid (B)(6) = 0.63 s/co; atellica platform = > 10. On (B)(6) 2025 sid (B)(6) = 0.37 s/co; atellica platform = > 10; liaison platform = 0.458 (<1 is positive). Other results provided: hbsag negative result. Hbeag negative result. Anti-hbe negative result. Anti-hbs negative result. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Section a1 patient identifier sids: (B)(6).